Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into an off-label insertion site on (B)(6) 2026. Prior to the event, the patient reported discrepancies between cgm and fingerstick blood glucose (fsbg) readings, with differences of approximately 25¿50 points; specific values were not recalled, but the cgm was consistently lower than fsbg and she stated that she did not receive low alerts. On (B)(6) 2026, before leaving home, the patient observed a cgm reading of approximately 150 mg/dl. About 20 minutes after arriving at a grocery store, the patient suddenly lost consciousness (loc) and was unable to perform a fsbg test prior to the event. Emergency medical services (ems) were activated, and paramedics arrived. Upon regaining consciousness (loc was brief), the patient reported a glucose value of approximately 41 mg/dl, either observed on the cgm or communicated by responders (no fsbg value documented at that time). Paramedics administered intravenous (IV) glucose. No additional treatments were provided, and she declined transport to the emergency room. Following treatment, the patient reported improvement, with glucose levels returning to normal range and later increasing further. At the time of the report, the patient was doing fine. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.